Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter product surveillance of an unknown baxter set in which tubing became disconnected from a blood bag during an infusion. The customer claims that the spike is too short and does not stay in the blood bag. The condition occurred during patient use. There was no patient injury, adverse event, or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation; if the sample is sent to the manufacturer facility, an evaluation will be performed on the sample, and a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, a us 510k number cannot be provided.